Event description:
Healthcare professional reports a transfer set with a betadine leak. The leak occurred at the twist clamp/tubing junction and was noted during a post surgical dressing change. The pt received a transfer set change. No pt injury or medical intervention reported.